Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that two small 0.2 micron filter set leaks occurred during a patient¿s infusion with unknown medications. One set was sequestered. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. The hospital biomed team conducted inspection and testing of the set. No specific event details or results of the biomed testing were provided.

Manufacturer narrative:
Although requested, product has not been received, and patient information was not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.